Event description:
The customer reported an adverse reaction of insulin and called the paramedics. The blood glucose was 83 mg/dl. The customer was sleeping and the insulin pump delivered a 9.9 bolus. The customer stated that this was a delivery anomaly because they did not program this delivery. The customer does not use a linked meter or a remote. The customer did not have assistance programming their insulin pump. The customer was disconnected from the insulin pump during rewind/prime process. The customer stated they did not manipulate the reservoir while connected. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.